Event description:
During product evaluation, the pump failed an accuracy test. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: the condition of pump that failed an accuracy test for under infusion was confirmed during product evaluation. Inspection of the device found that the under infusion was caused by a faulty pump head mechanism and therefore the pump head mechanism was replaced.